Manufacturer narrative:
Corrected data: h3 (¿not returned to manufacturer¿ was selected in error on the initial report) and h6 (type of investigation code ¿10¿ was inadvertently omitted from the initial report) this report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty printed circuit board/patient circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that while preparing for a procedure, his olympus evis exera iii video system center was not producing an image with any of his 180 series scopes. According to the initial reporter, the cabling had already been replaced, but the error was still present. There was no patient harm reported as a result of this event.

Manufacturer narrative:
Following the customer¿s report, an olympus field service engineer (fse) was dispatched to the user¿s facility to inspect the device. During the inspection, the fse confirmed the user¿s report. A faulty printed circuit board was discovered and caused the reported no image failure. According to the fse, this board set was replaced. At this time the subject device is not scheduled for return. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.